Event description:
On (B)(6) 2010, the pt reported going to the hospital due to elevated blood glucose 2-3 weeks ago. He stated his blood glucose measured 300 mg/dl and he changed the infusion set and bolused 7.5 units of insulin. He stated his blood glucose then elevated to 450 mg/dl and he bolused and his blood glucose elevated to 550 mg/dl. He stated his blood glucose elevated from 300-550 mg/dl in 4-5 hours. His blood glucose measured 675 mg/dl when he arrived at the hospital. He was treated with an insulin IV and released when his blood glucose decreased. His normal blood glucose range is 100-120 mg/dl. He disconnected from the infusion site when he returned home from the hospital and bolused 2 units of insulin successfully. He stated he experienced issues with the piston rod of the infusion device. He stated the piston rod did not retract when he attempted to perform the change cartridge procedure. He was able to perform the change cartridge procedure at the time of the report without issue. The infusion device was replaced and the infusion device, battery, and battery cover were requested to be returned for evaluation.